Event description:
New information noted that the myopotential inhibition sensing was first noted on merlin.net transmission. The patient was asymptomatic. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential inhibition sensing. No further information was available.